Event description:
It was reported that the customer experienced high blood glucose readings. The customer's blood glucose was 550 mg/dl. The customer treated herself with manual injections. Troubleshooting for the customer's high blood glucose levels was done. The customer stated that she experienced the typical symptoms of high blood glucose levels as she always has. The customer stated that she would call back in order to complete troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.